Event description:
It was reported that the downstream occlusion (dso) sensor was damaged. The reporter noted that the material was ripped. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - product received date 9/2/2025. H3/h6 - test data. One device was received for evaluation for the complaint that the downstream occlusion (dso) sensor was damaged, and the material was ripped. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the dso seal delaminated, chassis damaged, battery door foam delaminated. The dso sensor damage cannot be confirmed from dso/uso occlusion test, and the dso seal was replaced. The pump was calibrated and passed all performance verification testing.